Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed iol was damaged during the injection process, and the lens had to be folded over and taken out of the eye. The back up was used and patient unharmed. Additional information has been requested and received stating that the damage was due to the archaic metal - iol mechanism that company need improving with pre loaded iol.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic has a large crack on the posterior side of the lens. The optic is leaning and pressed between the posts of the lens case. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified viscoelastic with an unspecified cartridge and handpiece. It is unknown if a qualified products were used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported lens damage was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow-up attempts were conducted. Not enough information was provided to determine if qualified associated products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. At this point, no further information has been provided. The file will be reopened if information is received the manufacturer internal reference number is: (B)(4).